Event description:
The event is reported as: the connecting part of the filter cracked after it was connected to the endotracheal tube. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.